Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device implant preparation, multiple auto mode switch (ams) episodes were observed on the atrial lead. Noise oversensing was noted. Programming change was made. The patient was stable throughout and being monitored.